Manufacturer narrative:
H.6. Investigation: a issue was reported on a bd bactec fx40 ( p/n 442296, s/n (B)(6) .the customer was in need of assistance on how to return a positive vial into the instrument. Bd remote assistance walked the customer through the process of returning a positive vial to the instrument. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to workflow issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that the bd bactec¿ fx40 instrument gave false positive test results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: customer forgot procedure to put back a positive vial on the instrument. Customer removed vial that tested positive after 6 hours of testing then per their procedure, took a sample out and did not find any organisms on the sample - when he tried to return it to the instrument - it was already being flagged as positive and could not return it on the instrument anymore to continue testing. He is getting message "sequence was positive."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx40 instrument gave false positive test results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: customer forgot procedure to put back a positive vial on the instrument. Customer removed vial that tested positive after 6 hours of testing then per their procedure, took a sample out and did not find any organisms on the sample. When he tried to return it to the instrument, it was already being flagged as positive and could not return it on the instrument anymore to continue testing. He is getting the message "sequence was positive."